Manufacturer narrative:
According to the facility, "access port on foley catheter where you can pull off urine for labs broke off." Per the facility, a new catheter is placed when this occurs. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "access port on foley catheter where you can pull off urine for labs broke off."